Manufacturer narrative:
Vyaire complaint #: (B)(4). The alarm 278 was triggered due to o2 enriched ambient air getting into the sensor of the main electronics through the cooling fan. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical received the log files and recommended alarm 278 troubleshooting to confirm if the main electronics is causing the reported issue. The alarm 278 is the result of being used in an o2 rich environment. The o2 discrepancy was also addressed and recommended 2p o2 cal to be performed and if needed, o2 cell to be replaced. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed 224 - "mismatch between delivered and measured fio2" as well as 278 - "internal o2 sensor concentration high" and that the needed fio2 (fraction of inspired oxygen) cannot be reached. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.